Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they experienced a series of recoverable faults on the system, specifically encountering 32097 errors on the universal surgical manipulator (usm) 1. The tse reviewed the system error logs and confirmed the errors on usm 1. The user stated that, due to these faults, procedures had continued with only three arms and further troubleshooting could not be performed at that time by the tse. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue, however, the fse did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. In the system logs, the 31226 error was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where no errors related to the reported event occurred. The unit was then installed on an in-house patient side cart fixture test platform where it failed the fiber test on the rolling loop, parallelogram and clock spring fibers. Golden rolling loop, parallelogram and clock spring fibers were installed, and the unit passed the required test, verifying that the rolling loop, parallelogram and clock spring fibers to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a communication fault among the fibers assembly (clock spring, parallelogram and rolling loop) within the affected usm.